Event description:
Initial event description: during surgery, when the doctor used the plasmablade 4.0, he found that the insulation of the tip had deteriorated. The nurse was using the wet gauze all the time to clean the tip. No other tools were used to scrape the charred tissue off the blade's tip. There was no injury to the pt.

Manufacturer narrative:
The facility returned device to the MFR for investigation. Results are pending and will be provided in a f/u report.